Event description:
Md was doing a sterilization with essure. The conceptus rep, (B) (4), was available during the procedure and advising md regarding the product. Upon inserting the micro-insert into the left os, the placement was not acceptable. The micro- insert was removed and a new one inserted into the left os.

Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device after firing. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B) (6).(B) (4)